Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the catheter hub was damaged. There was no report of patient impact. The following information was provided by the initial reporter: mat# 382633 lot# 3039536. It was reported by the customer that could not fully connect and tighten extension tubing to hub of catheter. The hub seems to be defective, where there is a ridge around the opening of the hub. Verbatim : could not fully connect and tighten extension tubing to hub of catheter. The hub seems to be defective, where there is a ridge around the opening of the hub.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-aug-2023. H6: investigation summary. Our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one 22gx1.00ini insyte autoguard bc from lot number 3039536. In addition, one photograph was submitted which displayed packaging of a non-bd device therefore does not apply to this investigation. A visual examination and the functional test revealed no damage or defects to the sample received. An iso luer lock syringe was connected to the unit and a leak test was performed. The iso luer lock had a good seal and no leakage was observed. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the catheter hub was damaged. There was no report of patient impact. The following information was provided by the initial reporter: mat# 382633 lot# 3039536. It was reported by the customer that could not fully connect and tighten extension tubing to hub of catheter. The hub seems to be defective, where there is a ridge around the opening of the hub. Verbatim : could not fully connect and tighten extension tubing to hub of catheter. The hub seems to be defective, where there is a ridge around the opening of the hub.